Event description:
Customer reported an unexpected negative reaction on the echo, for antibody screen on a patient sample. It appears as if this strip was used as a balance strip.

Manufacturer narrative:
The operator manual indicates that capture strips can be loaded and stored on the instrument outside the storage pouch, according to the time limitations printed in the relevant package inserts. It is the operator's responsibility to keep track of the on-board capture strip storage time. The instrument provides no alert if the on board storage time is exceeded and will not flag results generated from such strips. Customer were previously notified not to use assay strips for subsequent testing.